Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs300 and did not confirm the malfunction before the repair. Fse disassembled the monitor casing, checked and cleaned all contacts. With a special simulator and test balloon, carried out various functional tests. The device has passed all performance and safety tests according to the specifications. The device has been returned to the customer and cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) units video flickers. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.